Event description:
A caller reported a malfunction on the pump, identified by a malfunction 0 code. There was no adverse impact to the customer's blood glucose level. Technical support (cts) provided information to assist the caller in resetting the pump. While the initial reset was partially successful, the pump did not turn on. The caller, who was using a tandem cord and car charger, disconnected the call to attend to a personal matter, indicating they would call back later. Cts attempted to reach patient multiple times and was unsuccessful.